Event description:
It was reported that (2) devices were used during a laparoscopic nephrectomy. It was reported by the affiiate that after working 30 minutes, the lcsc5 would not function anymore. The generator emitted an alarm signal. The surgeon used a 2nd lcsc5, which functioned only 90 minutes. The surgeon said that he did not touch any other product. By cleaning one instrument, the tip broke very easily as the ultracision product specialist experienced himself. Another device was used to complete the case. There was no consequence to the pt.